Event description:
Health professional reported left side "capsular contracture" baker grade iii. No surgical reoperation has occurred. Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation : analysis of the returned device identified: weight to the spec, opening extended on anterior, brown and white particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior and creases fold. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and concern for textured implant device.

Event description:
Health professional reported left side "capsular contracture" baker grade iii. No surgical reoperation has occurred. Healthcare professional reported a bilateral exchange from textured to smooth implants due to the patient's concern with the product. The device has been explanted.